Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 23x1in had excessive epoxy. The following information was provided by the initial reporter: hello, I was using it and recently I felt some uncomfortable pains, I bought the needle from you because it was said to be the sharpest on the market and I noticed that it came with this burr of white material at the beginning of the needle, the pharmacist said that it is not normal and it should be completely ¿smooth¿ this is a manufacturing defect, let's solve it. Follow photos. Additional information received 06/03/2025. Is there any patient impact, if yes, please explain in detail? A: it didn't have any impact on me, just discomfort at the time, then it passed. Can you please confirm the date of event? A: I saw them like this on may 31st. Can you please confirm the affected quantity? A: I'm not sure how many... About 50/60. I had to dispose of it properly. Was anvisa notified? If yes, what was the notification number? A: anvisa was not notified. Is the sample related to this incident available for analysis? If yes please answer the below questions. A: yes, I kept some needles. Yes, it's available for analysis. They weren't used; I just opened them to check.

Manufacturer narrative:
A review of the lot history (DHR) and operational notifications was conducted, and no records potentially related to the incident were found. However, two maintenance orders were identified that may be associated with the reported issue. Through the analysis of the image and samples provided by the customer, an excess of epoxy resin on the cannula was observed. The likely cause of the incident is a variation in resin application, which may have led to the defect identified. In the maintenance records (605437503 and 605440070), adjustments were made to the blob tools due to variations in resin color detection, as well as adjustments to the vision system. A notification will be issued to the production team informing them of the occurrence, and it will be documented under note number (B)(4). Thus, bd confirms the complaint. The production processes are validated according to the defined acceptance criteria. As this is the first complaint related to the lot and does not exceed the limit established by the acceptable quality notification (aql), the incident will be monitored for trend evaluation.

Event description:
No additional information provided.